Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4) product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that when they turned it on it said that all information was lost; pt stated that they put the date and time in, however it then said to reposition the charger if connected. Understood that the controller displayed a memory problem message when they turned the controller on. Pt stated that they were really frustrated and were ready to have the device taken out as they had been trying to recharge the ins. Advised the pt to connect the recharger to the controller and placed the recharger paddle over the ins; pt confirmed seeing the normal recharging screen with the controller battery at 70% (pt stated "as it should be" as they had the controller plugged into the power supply for days) and the ins battery in the red zone with recharging excellent indicated. They were so fed up they said "screw it" and put everything away. Pt stated that they live in so much pain and all the device does is give them electrical stimulation to sidetrack them from the pain so it doesn't do anything. Advised the pt to allow the ins to charge fully if possible and then to follow-up with hcp for possible ins reprogramming if adjusting the therapy on their own isn't giving them proper relief. The pt reported every time pt has the controller connected to the ins to charge it says "try again reposition antenna" message. Pt stated she has not used therapy for months because it is problematic (difficult to charge) since a few months post implant. Pt stated today she started with a 100% charged li battery in the controller. Walked pt through passive recharge mode screen and pt stated that a message came up that the controller battery needs to be charged. Pt stated she started 30 min ago with a 100% charged controller battery. Request for the rtm cord. Pt stated the ins does feel like it is implanted deep and she feels it could be sitting at an angle in the pocket. They had difficulty charging.